Manufacturer narrative:
It was reported that the end-user experienced blisters during use of the bandage. Despite multiple good faith attempt the end-user was unable or unwilling to provide additional information to the manufacturer. At this time, it is unknown how the bandage was being used, where the blisters were located, or if the end-user has any known allergies. It was originally reported to the manufacturer that the end-user required unspecified medical attention. No sample has been returned to the manufacturer and a root cause was unable to be determined. Due to the reported need for medical attention, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced blisters during use of the bandage.